Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was ordered for replacement to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The control board was ordered for replacement to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.